Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "camera arm could not be manipulated by pressing the camera pedal of the surgeon side console". Upon visual inspection, the camera pedal was found to be slightly loosely and produced a clunky sound when pressed, compared to the other pedals. In addition, the two-foot sensor covers showed signs of peeling. The unit was installed in a golden system and operated in normal mode with instruments. All other pedals functioned properly, except for the camera pedal, which was unable to manipulate the camera arm. The probable root cause of the reported issue can be attributed to an electrical fault of a component or module within the camera pedal assembly on the affected footrest. This issue can be resolved by replacing the affected footrest via fse service or switching to a different surgeon side console (ssc).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the footrest. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that the camera arm could not be manipulated by pressing the camera pedal of surgeon side console (ssc)2. The user moved to ssc1, and the camera arm could be manipulated with ssc1. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.